Manufacturer narrative:
This report is submitted on april 04, 2022.

Event description:
Per the clinic, the patient experienced a skin breakdown, exposing the implant and followed by a necrosis. It was also reported that there was an infection at the site of skin breakdown. The patient underwent a skin flap revision on (B)(6) 2022 and was treated with oral antibiotics for several weeks (specific date not reported) to clear the infection. However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted (specific date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on october 26, 2022.